Event description:
On (B)(6) 2013, (B)(6) identified that after one day of use the hls the rpms the unit was set at, slowed for a few seconds, then began to work again with no further issue. The unit was changed out. No patient impact occurred (lot number 70085684). (B)(4)

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was pressure tested in the laboratory and the reported symptom was not reproduced. The sample passed all testing. (B)(4)